Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a multiple valve replacement/aortic valve replacement surgery done on (B)(6) 2015. The patient was implanted with sternal plating. Postoperatively, the patient developed an infection which was diagnosed on (B)(6) 2015. Due to infection, the patient had an entire hardware removal surgery performed on (B)(6) 2016. Reportedly, the patient was a high risk patient for non-union and infection. There was no new hardware implanted due to the patient healing and without any sternal non-union being present. The surgery was completed successfully without any surgical delay and without any other medical intervention required. This is report 21 of 22 for (B)(4).